Event description:
It was being reported that before use the cardiosave intra aortic balloon pump (iabp) had an issue regarding the alarm during the self check. There was no patient involvement.

Manufacturer narrative:
Investigation completed on 8/20/2024. E1: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation, fse had replaced the safety disk from which the functional parameters of the equipment were tested to be normal and delivered for clinical use.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.